Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. Additionally, it is presumed that humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained directly below. The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer further reported that the device was reprocessed prior to being sent in for evaluation.

Event description:
The evis exera ii duodenovideoscope was returned as part of the annual maintenance. During routine inspection of the device by olympus, the inspection identified the following reportable malfunction, the inside the inside of the distal end light guide lens is discolored and the distal end is cracked. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the annual maintenance process and found: the inside of the distal end light guide lens is discolored and the distal end is cracked. Additionally, the incoming inspection noted no leakage was found. The universal cord was deformed. The air/water cylinder had no color. The light guide lens had humidity inside, and the distal end glue holding the z-block was worn. The suction cylinder had no color. The scope cover plate had peeling. The mouthpiece was loose. The suction connector was deformed. Due to damage on the knob wire/forceps elevator wire, fixing force of the guide wire did not meet the standard value. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. The connecting tube had a cut. There was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.